Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Unit had broken reservoir tube lip, missing o-ring (reservoir tube), cracked belt clip slot and cracked battery tube threads. The pump passed the displacement test and the test infusion set and reservoir does not lock into place due to the reservoir tube lip completely broken off. Cosmetic damage was confirmed at cracked case and broken reservoir tube lip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated physical damage to the reservoir compartment. The customer reported no adverse event. The event involved product(s) mmt-722wwl. The troubleshooting was not performed. No harm requiring medical intervention was reported. The product mmt-722wwl was requested and the device returned for analysis.